Event description:
It was reported that the patient had his ams800 artificial urinary sphincter cuff removed due to unspecified reasons. A new artificial urinary sphincter 3.5cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.